Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the teflon covering was ripped, are you referring to the tyvek cover? If yes, did the rip compromise the sterility of the device?

Event description:
It was reported that pre op of a lower anterior resection, before the case, the teflon covering was ripped. Case completed with another device of the same product code. There were no patient consequences reported.